Event description:
It was reported that a catheter ID issue occurred. An avvigo plus and opticross hd were selected for ultrasound examination of the target lesion. During preparation for the procedure there were no issues, however during the procedure the opticross hd began showing up as a peripheral catheter. The physician tried again, however the catheter stayed in peripheral mode. The procedure was completed using the original device, and there were no patient complications.

Event description:
It was reported that a catheter ID issue occurred. An avvigo plus and opticross hd were selected for ultrasound examination of the target lesion. During preparation for the procedure there were no issues, however during the procedure the opticross hd began showing up as a peripheral catheter. The physician tried again, however the catheter stayed in peripheral mode. The procedure was completed using the original device, and there were no patient complications.

Manufacturer narrative:
E1 initial reporter address: (B)(6). The returned product consisted of the opticross imaging catheter. A visual inspection of the device showed the sheath assembly was kinked and there was saline residue observed on the ccp board. The device was then put through functional testing, which revealed no further damages or defects. During the product analysis, evidence of saline solution residues on the ccp board was found, which could have happened during the preparation of the catheter (flushing process) before plugging it into the mdu, since the device is exposed to saline solution during this step. If saline solution is present when the catheter is plugged into the mdu, the system will not recognize or will misrecognize the device, leading to recognition failures. Regarding the observed kinked sheath, this can occur during the procedure due to advancement maneuvers. In this process, the friction between the following elements: the catheter, the hemostasis valve, the guide catheter, and the lesion, creates a force that opposes the movement of the catheter. If the pushing force from the user and the opposing force caused by the friction, are not parallel, the sheath could bend and collapse into a kink. This investigation has been assigned an investigation conclusion code of cause traced to environment.